Manufacturer narrative:
Device remains implanted in the patient.

Event description:
On (B)(6) 2015, acufocus became aware that the(B)(6) year old, female patient required additional treatment due to epithelial ingrowth, haze, and displaced flap.

Manufacturer narrative:
Corrected the event date from (B)(6) 2015.